Manufacturer narrative:
H6: corrected the following: health effect - clinical code, component code, type of investigation. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, femoral loosening, and tibial loosening could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
D10: concomitant products: (B)(6) -02-012-35-5009 logic tibia ps mod insert sz 5 9mm (B)(6) - 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t (B)(6) - 200-02-35 - three peg patella 35mm 133659 - 620-00-02 - platelet rich plasma kit with spray tips (B)(6) - 620-12-02 - accelerate prp 60 ml & acd-a the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 100 months after a right knee replacement procedure, the patient underwent a revision procedure to prosthesis wear, aseptic loosening, synovitis. No further issues or complications were reported. No additional information is available.